Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: right outside fallopian tube') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2014, ketorolac tromethamine (nsaid-k) since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), naphazoline hydrochloride (20/20 eye drop) since (B)(6) 2014, nasal preparations since (B)(6) 2014, sodium propionate (propionate) since (B)(6) 2014 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration/migration of essure device: uterus/the left device has slipped into the body of the uterus."), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition") and skin disorder ("skin disorder"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, allergy to metals, rash, skin disorder, depression, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for migration, dysmenorrhea, pelvic pain, fatigue and headaches. Date(s) of insertion:(B)(6) 2014-second coil into right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2018: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed left occlusion only.; on (B)(6) 2018: the essure device continues to be outside of the proximal fallopian tube. The second essure device is seen extending from the cornua to with non-opacification of the right fallopian tube. The left essure device is now present within the body of the left endometrial cavity however the fallopian tube is not visualized. There is no evidence of spillage of contrast into the abdominal cavity. Impression: there is now second essure device with nonopacification of the right fallopian tube. The left device has slipped into the body of the uterus. However, the left fallopian tube is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: right outside fallopian tube') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), fluticasone since (B)(6) 2014, ketorolac tromethamine (nsaid-k) since (B)(6) 2013, medroxyprogesterone acetate (depo-provera), naphazoline hydrochloride (20/20 eye drop) since (B)(6) 2014, nasal preparations since (B)(6) 2014, sodium propionate (propionate) since (B)(6) 2014 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration/migration of essure device: uterus/the left device has slipped into the body of the uterus."), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition") and skin disorder ("skin disorder"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, allergy to metals, rash, skin disorder, depression, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, headache, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for migration, dysmenorrhea, pelvic pain, fatigue and headaches. Date(s) of insertion: (B)(6) 2014-second coil into right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: unilateral occlusion (left tube occluded); on (B)(6) 2018: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed left occlusion only.; on (B)(6) 2018: the essure device continues to be outside of the proximal fallopian tube. The second essure device is seen extending from the cornua to with non-opacification of the right fallopian tube. The left essure device is now present within the body of the left endometrial cavity however the fallopian tube is not visualized. There is no evidence of spillage of contrast into the abdominal cavity. Impression: there is now second essure device with nonopacification of the right fallopian tube. The left device has slipped into the body of the uterus. However, the left fallopian tube is not visualized.. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received- new event mood swings, vaginal bleeding, menorrhagia, apareunia, depression, mental anguish; migraines and headaches, migration of essure device: right outside fallopian tube, migration of essure device: uterus, dysmenorrhea, dyspareunia, vaginal discharge and fatigue. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("skin disorder") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, allergy to metals, rash, skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, rash and skin disorder to be related to essure. The reporter commented: she received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) showed left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events added - migration, general abnormal bleeding, abdominal pain, nickel allergy, rash/skin condition, skin disorder and psych injury. Previously reported event of physical pain updated to physical pain/pelvic pain. Lab data added. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.